Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D6a, d6b and d9 were added.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This report represents the automated impella controller. Another report was submitted to represent the impella 5.5. Refer to section h.10 for the related report number.

Event description:
The complainant reported while on a patient was on impella 5.5 support, there was an aortic signal on the automated impella controller used that was significantly different from cuff blood pressure. The patient remains on support.